Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion due to degenerative disc disease. Intra-op, the handle broke in half inside the patient and it caused a dural tear. The surgeon was not able to see any fragments. He did a thorough search as well as a brief inspection of the instrument and it looked like a clean break in half. There was a large dural tear from the instrument breaking in half. Post-op at this point the patient has not presented with complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.